Event description:
It was reported that in situ measurements 2 electrode channels in status hi and 6 channels involved in short circuits. Measurement results were normal in (B)(6) 2014. Reportedly, it is assumed that the pt has landed on his head. There was no impact to the implant site visible.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.